Event description:
The physician had difficulty placing the stent at the lesion, so he elected to remove the stent delivery system (sds) from the patient. During removal of the sds, the physician had some difficulty. Therefore, the sds and guide catheter were removed as a unit. When the sds was inspected after removal, it was noticed that the stent was flared. The patient's age was unknown, but was a male. The target lesion was the mid left anterior descending artery (lad). The lesion was a de novo and heavily calcified, but was not tortuous. There was 99% stenosis. The product was properly inspected and prepped, and no anomalies were noted. Pre-dilation was conducted with a bc (legend, 2.0/15mm) several times due to the heavy calcification. The rate of stenosis after pre-dilation is unknown. A cypher (2.5/18mm: complaint product) stent was delivered to the target lesion, with difficulty. Although, the cypher crossed the lesion, the stent became stuck with the vessel during the positioning. Therefore, the physician tried to retrieve the cypher, but there also was difficulty during retrieval. The physician thinks that the device may have become caught at the tip of the guide catheter. Consequently, the cypher was removed with the gc (access 7f jl4sh) as a system from the patient and the stent was confirmed to be flared (portion unknown). The procedure was finished successfully with poba only. There was no patient injury reported.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.